Event description:
Litigation alleges patient had pain, excessive levels of cobalt and chromium and small pockets of fluid around hip after asr hip implant.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update: 2/23/2014 - medical records received. Patient was revised to address metallic staining of the synovium and synovial reaction. The information received does not change the MDR decision. This complaint was updated on: 03/10/2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.